Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause:the o2 mixer assembly has been identified to be the faulty component. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful. The device failed in standby mode with te231008/te231013 and selftest failed alarm.